Event description:
The account stated that the architect c8000 analyzer generated a glucose result of 535 mg/dl. The sample was repeated with a dilution and was 92 mg/dl. The sample was then run on another architect c8000 analyzer with a result of 92 mg/dl generated. The elevated result was not reported and there was no impact to patient management.

Manufacturer narrative:
A field service representative (fsr) was sent to the account. The fsr replaced: reagent syringe seal #1 and #2, reagent syringe o-ring, sample syringe o-ring, and sample syringe seal tips #1 and #2. The fsr also replaced the sample and reagent probe, lls sample pre-amp board and the reagent pipettor crash sensor board. It was also determined that the probe wash cups had insufficient flow. The fsr adjusted the flow rates to nominal. The customer reported no further erratic results. This is the final report.